Manufacturer narrative:
Qn#(B)(4). The device sample, concha neptune, was received for evaluation. Visual inspection of the device did not reveal any signs of physical damage. Temperature display accuracy test was conducted and the device displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test. Water, an adult breathing circuit, 10 lpm of air pressure, and a universal water column were connected to the device for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again. The unit functioned without any interruption or functional anomalies. The complaint cannot be confirmed. Functional testing did not reveal any operational anomalies. No corrective/preventative actions will be assigned.

Event description:
Customer complaint alleges the device is overheating. Alleged issue reported detected during pre-tesing prior to use on the patient. It was reported there was no patient complication.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation by the manufacturer at the time of this report. A verification of failure mode reported in the current manufacturing process was conducted as follows: 8 devices were taken from the current production p/n (B)(4) concha neptune, lot # 73c190003n, the samples were functionally inspected. During testing, the issue reported "unit is overheating" was not observed in the current manufacturing process. A record assesment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. The actual device sample is needed for a proper and thorough evaluation. Root cause cannot be determined. Corrective actions cannot be assigned. If the device samples become available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges the device is overheating. Alleged issue reported detected during pre-testing prior to use on the patient. It was reported there was no patient complication.